Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device was not returned for evaluation. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facilities representative reported an intraocular lens (iol) was explanted due to lens malfunction. Additional information was requested.

Manufacturer narrative:
Only the lens carton and a competitor's empty lens case were returned. The complaint lens was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge, handpiece and viscoelastic. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the complaint. The complaint lens was not returned. Information was provided by a health care professional (hcp) that the lens model was exchanged on (B)(6) 2017. Questionnaire indicated the replacement lens was another toric lens. A lens is listed on returned card that appears to be the replacement lens (date of surgery of (B)(6) 2017) . This difference of three levels in toricity and difference of 4.5 diopters less in power may indicate that the root cause may be related to a calculation error, and not a product malfunction. No further information has been provided. (B)(4).